Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The physician was concerned that this could continue to trend higher, thus, the physician decided to change out this lead as the patient was pacemaker dependent. A lead revision was performed, and the lead was surgically abandoned. No additional adverse patient effects were reported.